Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during interrogation of this subcutaneous implantable cardioverter defibrillator (sicd), a message was displayed that the device could not be found. Several model 3300 programmers and different wands were used without success. A model 3200 programmer found the device but could not complete interrogation as this programmer did not have the most recent software update. Next, a communicator was utilized, and interrogation was successful and good sensing and appropriate battery status was confirmed. Review of the stored files identified questionable data entries which showed no device activity was recorded over an 8-month time period. Also, the communicator logs reflected the same gap in time communicating with the sicd. There were no errors, faults or resets; however, device behavior during that time is uncertain. Engineering reviewed the most recent week of remote monitoring data and there appeared to be a firmware or working memory issue which may be impacting some device functions such as telemetry wake up. It was recommended to bring the patient into the clinic and perform a 60-60 magnet reset, and attempt interrogation again. The patient is on holiday and will be brought into the clinic upon his return. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during interrogation of this subcutaneous implantable cardioverter defibrillator (sicd), a message was displayed that the device could not be found. Several model 3300 programmers and different wands were used without success. A model 3200 programmer found the device but could not complete interrogation as this programmer did not have the most recent software update. Next, a communicator was utilized, and interrogation was successful and good sensing and appropriate battery status was confirmed. Review of the stored files identified questionable data entries which showed no device activity was recorded over an 8-month time period. Also, the communicator logs reflected the same gap in time communicating with the sicd. There were no errors, faults or resets; however, device behavior during that time is uncertain. Engineering reviewed the most recent week of remote monitoring data and there appeared to be a firmware or working memory issue which may be impacting some device functions such as telemetry wake up. It was recommended to bring the patient into the clinic and perform a 60-60 magnet reset, and attempt interrogation again. The patient is on holiday and will be brought into the clinic upon his return. No adverse patient effects were reported. It was reported that the patient presented for further evaluation. A magnet reset was performed and not tones could be heard. The patient had undergone a previous medical resonance imaging (MRI) and it could not be confirmed if the speaker was damaged or if there was no magnet response. Extensive troubleshooting was performed without success and there was device communication was unsuccessful. The device was explanted and replaced. Device interrogation was unsuccessful once the device was removed from the patient. A replacement device was implanted without further incident.

Event description:
It was reported that during interrogation of this subcutaneous implantable cardioverter defibrillator (sicd), a message was displayed that the device could not be found. Several model 3300 programmers and different wands were used without success. A model 3200 programmer found the device but could not complete interrogation as this programmer did not have the most recent software update. Next, a communicator was utilized, and interrogation was successful and good sensing and appropriate battery status was confirmed. Review of the stored files identified questionable data entries which showed no device activity was recorded over an 8-month time period. Also, the communicator logs reflected the same gap in time communicating with the sicd. There were no errors, faults or resets; however, device behavior during that time is uncertain. Engineering reviewed the most recent week of remote monitoring data and there appeared to be a firmware or working memory issue which may be impacting some device functions such as telemetry wake up. It was recommended to bring the patient into the clinic and perform a 60-60 magnet reset, and attempt interrogation again. The patient is on holiday and will be brought into the clinic upon his return. No adverse patient effects were reported. It was reported that the patient presented for further evaluation. A magnet reset was performed and not tones could be heard. The patient had undergone a previous medical resonance imaging (MRI) and it could not be confirmed if the speaker was damaged or if there was no magnet response. Extensive troubleshooting was performed without success and there was device communication was unsuccessful. The device was explanted and replaced. Device interrogation was unsuccessful once the device was removed from the patient. A replacement device was implanted without further incident.

Manufacturer narrative:
Incoming analysis of this device replicated the observed field issue as attempts to establish telemetry were unsuccessful. The device case was opened to conduct testing to further evaluate the difficulty encountered with establishing telemetry while implanted. A wake-up pulse was measured from the crystal; however, an anomaly was noted at 2ms into the pulse frequency. Next, the pulse frequency was measured at 14.8mhz, with a peak-to-peak value of 353mv. Another attempt to find the wake-up pulse was then performed through antenna, and no pulse was found. Following these efforts, the device administered a shock, most likely the result of a short through a residual gas analysis (rga) hole in high voltage capacitor flex circuit. No further analysis could be performed due to device damage caused during testing rendered device analysis complete. A device malfunction was confirmed; however, a probable cause could not be determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.